Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 25-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that on (B)(6) 2018, the patient had a seizure and three mini strokes, due to a stomach disease that causes their blood pressure to spike (unrelated to device/therapy). The patient experienced a change in stimulation. X-rays determined that the lead had migrated down two vertebral bodies. The rep reprogrammed the patient based off of the x-rays, and they were able to achieve stimulation in the desired areas. No further complications were reported or anticipated.